Event description:
It was reported that the lead warning was triggered. It was discovered the next day that it was going off for low impedance and someone had set the low range of the threshold inappropriately. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.